Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient is doing well with no known issues at this time. Device will not return due to facility policy and electrocautery was used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7083268. Product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7083892.